Manufacturer narrative:
The event occurred at (B)(6). A correlation between the device and the reported infection could not be determined. The patient received surgical treatment and drug therapy for the reported infection and remains ongoing on vad support with no further events reported to the manufacturer. A review of device history records showed no deviations from manufacturing or qa specifications that would affect device function or performance. No further information is available. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 7 months post-implant it was reported that the patient experienced a bacterial driveline infection. The patient was treated with surgical treatment and drug therapy.